Event description:
It was reported the pt had ineffective stimulation, so the surgeon scheduled a procedure to reposition the lead. During the procedure, the lead was damaged. A new lead was used to complete the procedure. It was reported the pt's stimulation was effective postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.